Event description:
It was reported to medtronic minimed that the customer experienced a blank display and battery cap contacts damaged. The customer reported a blood glucose value of 122 mg/dl. The customer reported hypoglycemia treated with glucose and an emergency visit to the hospital. The event involved product(s) mmt-7040a, unomedical, mmt-1884, mmt-332a. Troubleshooting was performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-1884. No product return is required for mmt-332a. The customer will discontinue use of the pump and revert to the backup plan per the health care professional's instructions until the new battery cap arrives.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's mother with the customer reported that the customer had a low blood glucose. 911 was called and the paramedics came. Caller did not say the low was treated with glucose. Caller also reported that the pump displayed a replace battery alert. However, after changing the battery, the pump would not turn on anymore. Caller is reporting a blank display. Caller said contacts on battery cap were missing or damaged. Troubleshooting was done for the blank display and the battery cap issue but not done for the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.